Manufacturer narrative:
A visual evaluation found that the stent was kinked and flattened along the r/o marker. It was also found that the stent had kinks around the tailing barbs and there was discoloration throughout the stent. The investigation concluded that the kink at the leading barb was most likely caused from being crushed for a period of time in anatomy during implantation. The kinks around the tailing barbs most likely happened during deployment, removal, or implantation possibly when the stent migrated. The kinks in the stent possibly can cause difficulty deploying or removing the stent. The stent was noted to be discolored, which typically occurs during implantation of the stent in the anatomy. Therefore the most probable root cause is ¿operational context.¿ a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and there is no evidence that the device wan not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was implanted in the pancreatic duct with great difficulty, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during stent placement, the physician and nurse experienced a large amount of resistance when they tried to pull the delivery catheter, which resulted in a lot of force applied to deploy the stent. After the procedure, the patient felt a lot of pain but was stable. Reportedly, the pain was felt immediately after the stent was placed and eventually dispersed, only to return again. The physician believed that either the stent or the delivery system caused the pain. On (B)(6) 2015, the patient complained of continued pain and returned to the hospital for stent removal. It was notice that the stent migrated outside the head of the pancreas which resulted in difficulty removing the stent. It required the use of a rat-tooth forceps to remove the stent. The pain was resolved after the stent was removed. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted in the pancreatic duct with great difficulty, during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during stent placement, the physician and nurse experienced a large amount of resistance when they tried to pull the delivery catheter, which resulted in a lot of force applied to deploy the stent. After the procedure, the patient felt a lot of pain but was stable. Reportedly, the pain was felt immediately after the stent was placed and eventually dispersed, only to return again. The physician believed that either the stent or the delivery system caused the pain. On (B)(6) 2015, the patient complained of continued pain and returned to the hospital for stent removal. It was notice that the stent migrated outside the head of the pancreas which resulted in difficulty removing the stent. It required the use of a rat-tooth forceps to remove the stent. The pain was resolved after the stent was removed. There were no serious injuries reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."